Manufacturer narrative:
(B)(4). Batch # m9195e. The device was received with the hand activations contacts bent. In addition, the distal tip of the blade was broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. Due to the device condition, functional testing could not be performed with the gen11, as the instrument did not engage with the hand piece. The damaged hand activation contacts could cause rotational issues with the device. In addition, it can cause improper torquing of the blade, which could cause the generator to display a communication issue, activation issues, incomplete pre-run test or alert screens. The device was disassembled to inspect the internal components and no anomalies were found. To avoid damaging the contacts, it is recommended to assemble the device vertically. If the hand piece is inadvertently tilted during the assembly with the instrument, the hand activation contacts can be damaged. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4) date sent: 1/23/2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, there was a titanium tip breakage. The breakage piece was retrieved by forceps and was discarded. Another like device was used to complete the procedure. There were no adverse consequences for the patient.